Event description:
User received erroneously low co2 results for 9 patient samples. User provided results for the 9 samples, 4 were discrepant. The initial and repeat results for these 4 patient samples were accompanied by a data flag alerting the user the results were lower than the reference range defined by the user. The samples were then repeated a second time on another p module (p6) at the site and gave higher results. Sample 1, initial gave 0.5; auto repeat gave 0.5; repeat on (p6) gave 26.1 mmol/l. Sample 2, initial gave 0.2; auto repeat gave 0.2; repeat on (p6) gave 15.2 mmol/l. Sample 3, initial gave 0.1; auto repeat gave 0.1; repeat on (p6) gave 23.8 mmol/l. Sample 4, initial gave 0.4; auto repeat gave 0.3; repeat on (p6) gave 22.6 mmol/l. No patients were affected as discrepant results were not reported. Co2 reagent lot number, 14904400. The field service representative found low water pressure in the main pump. He replaced the main pump. The customer ran calibration and controls giving acceptable results. System verified to be operating within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.